Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg site was oozing fluid. The patient was prescribed antibiotics to address the issue. The patient's ipg site is not believed to be infected, and the incision site is reportedly healing properly.

Manufacturer narrative:
A patient experiencing ipg site oozing was reported to abbott. The patient's ipg site is not infected. The patient's wound site is closing properly. No intervention planned. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.